Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2014. Pump history shows no alarms outside the range of normal patient use. The total daily dose (tdd) adds up correctly and reflects the users programmed basal rate. The pump was exercised for 24hrs with a 1.0u per/hr basal rate; at end of duration test the tdd basal history correctly equaled 24.0u. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found.